Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "under infusion / operating unit". According to the complainant the pump infused less than what was scheduled.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Analysis of use history: user reported having programmed a flow rate of 106.6ml/h for a 3-hour procedure. He reported that the infusion was finished, but there were still contents in the ampoule. He programmed another 1 hour of infusion and after that there was still approximately 50ml remaining in the ampoule. The user did not inform the programmed volume and the day of the occurrence. When analyzing the history, we confirmed the programming of 106.6 ml/h on (B)(6) 2024, at 22:03:32. A little earlier, at 22:03:28, the user programmed the volume of 320ml. The user started the infusion at 22:04:15 and stopped it at 01:02:21 on (B)(6) 2024. The amount infused was 316.39ml. Compatible with user actions and programming. After that, the infusion continued normally. Functional analysis: technical complaint: infusion of a smaller volume than was programmed. Performance test: programmed flow: 106.6ml/h programmed volume: 320ml scheduled time: 3:00:00. Infused volume: 320ml error: 0.0% infusion time: 3:00:34 error: +0.3% result: approved. Note 01: administration rate accuracy set ±5.0% in accordance with iec/en60601-2-24. Note 02: to measure the volume, a 500ml graduated glass cylinder was used, code tec-252719, certificate nº 1428/2022. Note 03: to measure time, a ki0057 digital chronometer was used, calibration validity: 06/2024. Visual analysis: equipment appears normal as used. Conclusion: in the history of use, we found no evidence of an infusion error. In the functional analysis we show that the equipment is working correctly and precisely. Unconfirmed technical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.